Event description:
It was reported that the patient underwent a posterior fusion procedure t5-s1 to treat kyphosis scoliosis. An unknown time post-op, one of the rods was found to be broken, and the patient had pseudoarthrosis at the level where the rod was broken. The patient underwent a revision surgery 50 months post-op to remove and replace the rod.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defects have been identified on the implants that could be responsible of the event. The rod broke due to overload applied on the spinal construct. The limited worn surface due to repetitive contacts between the two broken sections of the rod suggests the rod broke recently from the revision surgery date which occurred almost 2 years post-operatively.